Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a rubbing sore causing pain and the skin to become red and raw. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The va urgent care advised to remove the device for two weeks and prescribed prescription strength hydrocortisone cream. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.